Manufacturer narrative:
A series of photos were a pinch/damage section tube were shared by customer. No additional damage or anomalies were observed. One (1) used. List #b1443-ns, 48" ext set w/2 rotating luers (male/male), bulk non-sterile was returned for evaluation. As received, a small section of the tube was observed to be kinked, the kinked doesn¿t looks like the roller clamp was used. Complaints of kinked/compressed / collapsing can be confirmed. The probable cause is unknown. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that on an unknown date, a 48" ext set w/2 rotating luers (male/male), was found to have a kink that resulted in a flow issue during patient use. The reporter stated that they had defective tubing that kinked and impacted the flow of fluid. There was no patient harm reported.